Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for routine device interrogation where the device was not able to interrogate wirelessly. The device had to be interrogated with the wand. It was noted that the device was successfully interrogated wirelessly at the last visit. The device is implanted in the abdomen. The patient was stable before, during, and after device interrogation. The patient will continue to be followed.